Event description:
Piece broke, no delay. Update on 5/24/2017: surgery time extension 40 minutes, one fragment of the instrument could not be removed and remained in the patient.

Manufacturer narrative:
Results of investigation: one cardan for 21000438 has been returned for investigation. The connection cylinder of the cardan joint was observed to be broken at both extremities, resulting in two 2mm metal fragments. One fragment was reported to have been removed during the surgery. The fluoroscopic images provided show one radio dense cylindrical object located proximal lateral to the shoulder of the stem. This structure is likely the metal fragment that was not removed during the surgery and remained in-vivo. As an initial matter, our technical investigation indicates that no production error contributed to the cardan fracture. However, in the event of jamming, the weakest link, which is the cylinder of the cardan joint, could, fracture. As a result, smith & nephew initiated a field safety corrective action to remove the affected instruments from the market. Because a fragment appears to remain in-vivo in this particular instance, additional investigation was undertaken to evaluate and respond to this circumstance. The fractured pin is made of a hard metal (sintered tungsten carbide consisting of 90% tungsten carbide and 10% cobalt). A toxicological risk assessment based on the current literature shows that the likelihood of toxic, and among those carcinogenic, effects from permanent exposure to a fragment of the hard metal pin cannot unequivocally be determined based on the available literature. Different chemical characterization and biological tests have been conducted with the involved part and material. A cytotoxicity test, which is a standardized test to screen materials for the release of material- and production related organic and inorganic leachables of toxicological potential under simulated-use conditions, was performed. The cytotoxicity test showed that the proliferation of the tested cell culture was not affected, indicating that substances were not released from the involved test pin in cytotoxic concentrations. Further chemical characterization show that the material is prone to corrosion. However, testing of inorganic leachables shows an acceptable margin of safety based on review of available toxicity data for the released amounts of inorganic leachables. Given the impossibility to determine an ¿area under the curve¿ type of bio-availability pattern, it remains a treating surgeon¿s decision, after a risk/benefit evaluation based on patient conditions/expectation, whether to remove the fragment. We suggest standard patient follow-up to assess a potential motion of the fractured part towards the implant and to observe symptomatic changes such as a reduced range of motions or noises from the hip. MRI imaging should be executed with care, as an unlikely risk of tissue damage due to overheating or slight migration of the metal fragment cannot be excluded.